Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-mar-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that full height cubie drawer was showing as failed to stay closed. The field service engineer found that the magnet had fallen out of the inseparable latch and replaced it with a new style latch. The drawer was tested using the final test in the hardware testing application, and the results were successful. The system functioned as intended after the field service engineer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer 5 was failed to open. The customer reported that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.